Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor has been giving them alert for sensor glucose not available, calibration error and change sensor. Customer was instructed with the proper preparation and insertion techniques. Customer's blood glucose level at the time of the incident was 400+ mg/dl. Customer treated the high blood glucose with manual injection. Customer declined troubleshooting for the high readings. The sensor nor the insulin pump will not be returned for analysis.